Event description:
As reported by the user facility: under infusion: nurse reports that pump was set to deliver 350ml of blood at 130ml/hr. Pump ran and then switched over to kvo rate but only approx one quarter of the programmed volume had been infused. No pt injury. Ref MFR report # 9610825-2013-00125.